Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues or adverse events were reported by the account. A direct relationship between the device and the reported heart transplant could not be conclusively determined through this evaluation. The account reported that the patient underwent a transplant on (B)(6) 2020. The pump was explanted, but was not returned for evaluation. A cause for the patient¿s transplant was not reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 lvas and the proper actions associated with them. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the heartmate 3 left ventricular assist system instructions for lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient did not expire and that they only underwent a heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent transplant and expired. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. The device was explanted. There is no indication the device will be returned for evaluation.